Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, log analysis tool and screen shot of service screen were utilized. Alarm 316 (blower failure) triggered during start-up self-test. Alarm 401 (inspiration valve or device leaky) triggered as consequence with error 4 as reason (blower pressure too low or not stable). It is visible in the screenshots that "voltage check" blower is okay, while the blower rpm remains at zero. It was determined that the moog blower unit is defective.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical advised the customer to install a known good turbine to see if the issue will fixed. Problem was solved. Vyaire initiated a warranty replacement for a new blower. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 ventilator getting technical failure 316 (blower failure) and technical failure 401 (inspiration valve or device leaky alarm) during calibration. Furthermore, there was no patient associated with the reported event.